Event description:
It was reported that during an unk procedure, the surgeon fired the device with the green load. Stapler fired and cut but didn't staple. The surgeon then reloaded with a blue load and fired with the same outcome, it cut but didn't staple. No pt consequence was reported.